Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
Additional information received alleges that the previously reported adverse event was a cardiac arrest, which is alleged to have been caused by the product administered for dialysis treatment. Further information has been requested to clarify the patient's symptoms and will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2013-00603 and 1225714-2013-00604.

Manufacturer narrative:
This is one event (death) reported for the same pt involving two separate products; associated with MDR # 1225714-2013-00603.